Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar forceps instrument stopped reacting properly. The surgeon detected inaccurate movements there were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was returned with both pitch cables broken at the distal clevis hub. Both cable segments that contain the crimp were missing. The clevis did not exhibit any damage or wear marks. The other cables at the instruments wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.